Event description:
It was reported that the pump alarmed, confirmed by telemetry and was due to reset-watchdog and safe state. The infusion mode was confirmed as a simple continuous at the correct dose. Per event logs the last refill was done on 2011-(B)(6). Drug delivered via the device was dilaudid 1mg/ml at a daily dose of 0.0999mg/day. Per reporter patient was clinically doing very well, and presented with no complaints; currently undergoing daily radiation treatments also through january. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter model: 8731sc, serial #: (B)(4), implanted: (B)(6)-2011, explanted: unk.

Event description:
Additional information: it was reported that the cause was due to radiation treatment. Signs/symptoms were noted as beep from pump only. It was noted there was no injury. The pump was delivering morphine.